Event description:
It was reported that approximately 1 month post-implant of a bifurcated device and an infrarenal aortic extension the patient presented in the emergency room with abdominal pain. Reportedly, a computed tomography scan revealed a contained rupture due to a possible type iii endoleak. An additional infrarenal aortic extension was placed to address the rupture. Approximately 4 days later, a follow-up computed tomography scan identified a proximal type I endoleak of an infrarenal aortic extension. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore not available for analysis. However, medical records were reviewed by an internal clinical specialist stating that it is not possible to confirm that the type of endoleak, or if the endologix device was the cause. Based upon the investigation findings, a root cause for the reported endoleak could not by conclusively determined. There was no evidence that the device caused or contributed to this event. A manufacturing record review was performed and the lot met all release criteria, with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).